Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds, loss of capture without asystole, and pacing not delivered when required. It was found that the ra lead had perforated the heart wall. As such, the lead was explanted, replaced, and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead continuity testing and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds, loss of capture without asystole, and pacing not delivered when required. It was found that the ra lead had perforated the heart wall. As such, the lead was explanted, replaced, and returned to boston scientific for analysis. No additional adverse patient effects were reported.